Event description:
Reporter reported an end-user alleges the skin stapler jammed up when squeezed. No pt injury or medical intervention was reported.

Manufacturer narrative:
Device evaluated by MFR. The device has been requested for evaluation but has not been received. Should the device be received for evaluation. A follow-up report will be filed upon completion of the evaluation or if add'l info becomes available.